Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx test kit performed within specifications. Review of the provided data indicated that the sample in question was a true positive result for hepatitis b virus (hbv). A review of the growth curve data showed a sigmoidal curve with a strong positive result. No product issue was identified, and a trend analysis for the alleged lot j24218 did not reveal any discrepancies. The most likely cause for the discrepant results is that the nucleic acid testing (nat) detected an infection that was missed by serology testing. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 480t ce-ivd on the cobas 6800 instrument. The initial test conducted on (B)(6) 2023 using batch 1814 generated a reactive result for hbv with a cycle threshold (CT) value of 35. A retest of the same sample on (B)(6) 2023 using batch 1817 generated a reactive result for hbv with a CT value of 35.5 and a reactive result for human immunodeficiency virus (hiv) with a CT value of 42.7. A subsequent retest on (B)(6) 2023 using batch 1819 generated a reactive result for hbv with a CT value of 32. Serology testing for all targets was negative. The organ associated with the sample was discarded and not used for donation.